Event description:
Customer reported: "t-connector collar cracked causing the t-connector to come loose and resulting in a nuclear med spill." Device was attached to an angiocath catheter. No patient harm was experienced but the room had to be closed for 24 hour clean up.